Manufacturer narrative:
The investigation into this event is on-going, as angiodynamics is attempting to obtain the sample for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, indwelling xcela PICC which had been in place for 2 days, was removed and replaced due to a detached hub. No patient complications were reported.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The february 2019 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "hub detached/separated/fractured." No adverse trend was indicated. In addition, this is the only reported complaint for this failure mode in the past 15 months for the xcela pasv PICC product family. The returned device was inspected and the female valved housing was seen to be separated from the male valved housing. Epoxy / adhesive is present on both parts, on all 360 degrees of the bond joint. A dimensional check showed that the separated components fit together as expected. The root cause for the separation is unknown. There were no manufacturing related defects noted in the returned sample. It is possible that it was over-torqued by the end user when the needleless connector was attached. The complaint does not appear to be a manufacturing related issue. This is the only reported complaint for this failure mode in the past 15 months for the xcela pasv PICC product family, as such, this is deemed to be an isolated incident. (Pr21367).